Manufacturer narrative:
(B)(4). Batch #: unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure that upon the second firing with buttressing and a blue reload the stapler fired normally and sounded correctly but the middle of staple line was not stapled. It appeared as if the buttressing bunched up and was not touching tissue while firing and appeared to be ¿frayed¿. A piece at the beginning of the staple line was also ¿frayed¿ and was cut out. Same stapler with a new buttressing and new blue cartridge was used to re-fire above the initial firing. Same stapler was used to complete the procedure. There were no adverse consequences for the patient. No device will be returned.